Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. D4 batch #: c9et4x. Investigation summary: the product was returned for evaluation. Visual analysis of the returned sample revealed that the device was received with the top of the I-blade broken off and not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The jaws were found with no damaged. In addition, no pieces were found missing under microscope inspection. It possible that the noise issue could have caused when the iblade was damaged. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9et4x, and no non-conformances were identified.

Event description:
It was reported that, during an unknown surgery, the device could be clamped during use. (The jaws could not open and close.) There was a strange sound, so the device may have been damaged, but it was confirmed that no pieces were left inside the patient. There was no effect on the patient. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.